Event description:
It was reported that on (B)(6) 2024, an 8mm amplatzer vascular plug ii was implanted in the patent ductus arterious (pda). Hours later, post-procedure echocardiogram showed that the device had embolized from the pda to the left pulmonary artery (lpa). It was reported that the patient experienced pain. The patient was started on heparin infusion to prevent clots around device. That evening, the patient underwent surgical removal of the device and pda ligation. The patient status was unknown.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of device embolization was reported. Possible causes for device embolization include device over-sizing, device under-sizing or positioning issue due to patient anatomy. It was indicated that the device embolized few hours after the device was released and it embolized to left pulmonary artery. The device was surgical removed. A returned device assessment could not be performed as the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Please note per the instructions for use, the amplatzer¿ vascular plug ii is indicated for arterial and venous embolizations in the peripheral vasculature.